Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015 a 23mm epic stented porcine heart valve was implanted in the mitral position. In 2017 the patient was diagnosed with prosthetic valve endocarditis (pve) and was treated with antibiotics. For the past several months the patient has been experiencing moderate mitral stenosis. On (B)(6) 2019, the valve was explanted due to calcification and exchanged for another 27mm epic stented porcine heart valve. The patient status is unknown.

Manufacturer narrative:
Explant was reported due to calcification. The investigation found that all three cusps contained calcifications. Cusps 2 and 3 were torn. There was fibrous pannus ingrowth on the inflow and outflow surfaces of cusp 3. Cusps 2 and 3 had thinning at the base of the cusps. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined; however one of the tears was associated with a calcification.